Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed because the conclusion code was updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this right atrial (ra) lead was an attempted implant. The ra lead was positioned in the target location, but the measured data was unsatisfactory. The ra lead was repositioned several times. It was noted the helix would not extend after 35 rotations. The ra lead was removed, the distal end was checked, and tissue was found in the helix. The physician removed some of the tissue, but the helix was again difficult to extend because tissue and blood were still adhered to the helix. The helix was finally extended after about 20 rotations. The physician elected to implant a passive fixation ra lead instead. This ra lead was discarded at the hospital because the patient has (B)(6). No adverse patient effects were reported.